Manufacturer narrative:
(B)(4). The insulin pump was received with a missing reservoir retainer and a missing reservoir tube lip o-ring. The insulin pump was received with minor scratches on the display window and case. Analysis was unable to perform the displacement test due to physical damage.

Event description:
The customer reported via phone call that the insulin pump had a damaged reservoir compartment; the clear piece at the top of the reservoir was loose. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer stated that the cause of the damage was wear and tear. The insulin pump was returned for analysis.